Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer issued a complaint for cracked pen detected during use of the product by the end-user. Two (2) samples were provided to bd medical: pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint samples revealed a broken vial retainer on sample a and cracked pen body on sample b. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. As this batch was manufactured prior to the pen body mold tool refurbishment, the root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (jan 2016). Investigation conclusion: initial evaluation of the complaint samples revealed a broken vial retainer on sample a and cracked pen body on sample b. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. Root cause description: as this batch was manufactured prior to the pen body mold tool refurbishment, the root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (jan 2016).

Event description:
It was reported that cracked pen was found before use for a bd omnitrope® pen 10. The following information was provided by the initial reporter, "¿consumer called to report that her pen is cracked. She says that it is only 2 months old. She does not have the pen with her. She believes that the pen is a pen 10.¿